Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, migration, perforation, perforation abutting an adjacent organ and embedment. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), perforation abutting an organ, migration of entire filter other than to heart and tilting of the filter approximately five years and seven months post implant. The patient also reports anxiety and worry. According to the implant record the filter was placed due to deep vein thrombosis and inability to anticoagulated. The filter was deployed in the infrarenal ivc and the patient tolerated the procedure well with no immediate complications. Approximately two years and six months post implant the patient underwent knee implant surgery. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filters are intended for permanent placement. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, migration, perforation, perforation abutting an adjacent organ and embedment. Additional information received per the medical records indicate that the patient had a preoperative diagnosis of deep vein thrombosis and was unable to anticoagulate. The filter was deployed via the patient's left femoral vein. It was placed into the infrarenal area of the inferior vena cava. The patient tolerated the procedure well and there were no immediate compilations. Two years and six months after the index procedure, the patient had knee implant surgery. There was no information provided to relate this procedure to the filter implant. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), perforation abutting an organ, migration of entire filter other than to heart and tilting of the filter. The patient continues to experience anxiety and worry. The patient became aware of the reported events five years and seven months after the index procedure.